Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but there was possibility that this phenomenon was attributed to inappropriate reprocessing by the user. Olympus stated the appropriate reprocessing in instruction manual of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that after the reprocessing the subject device with the olympus automated endoscope reprocessor oer-4, the brownish liquid seeped from the subject device in the next morning. The user stated that during the reprocess the connecting tube maj-1971 (for auxiliary water channel reprocess) was not used, also auxiliary water tube maj-855 was not used. There was no report of infection and patient injury associated with this report.